Manufacturer narrative:
Event was reported directly from the pt's wife to coopervision's customer service department. Pt reported her husband experienced severe eye pain after trying a pair of avaira toric lenses. Method: no lenses were returned and no examination of the device were provided which could indicate if the device caused or contributed to the incident. Results: we cannot confirm that there was no permanent impairment or permanent damage. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
Pt tried a pair of avaira toric lenses and had severe eye pain. Pt waited a couple of weeks and tried the next pair and experienced same issue. Pt went to his eye doctor to have the lens removed. Pt states "chunks of his eye came off" when doctor removed the lens. Pt's wife states the pt has missed 2 weeks of work and wants to know if coopervision will pay for loss of work and medical bills. Coopervision spoke with the patients ecp. The doctor stated he fit the pt in (B)(6) with avaira toric. The pt called at the end of (B)(6) and stated he slept in his lenses and his eyes were all red. Pt came in and doctor removed the lenses. Some epitheliums were on the lenses when removed. The doctor told the pt to discontinue lens wear and come back for a follow-up. The pt never came back for the follow-up, and the doctor states the pt is noncompliant.